Event description:
Customer received a result of 29.0 mmol/l on the performa system, while a professional meter returned as 6.4 mmol/l within 10 minutes on. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.